Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. Additional information was received from a boston scientific sales representative confirmed appropriate threshold testing was performed and there was no noise noted on the electrocardiograms. The root cause of the syncopal event was not determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event and was admitted to the hospital. The caller was going to evaluate the device and was inquiring about programming off the minute ventilation (mv) and respiratory rate trend (rrt) features. No adverse patient effects were reported.